Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition including the separated segment. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label we illustrate, "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned wire shows the distal weld and some portion of the distal portion of the coil wire is missing. Possible causes for wire separation can include damage to the wire guide associated with withdrawal through the needle (warning label indicates "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage.") Or other instrument. Pt anatomy may be a contributing factor. The event description states that the wire was difficult to remove. The resulting force during removal probably caused the distal weld to break allowing the wire to elongate. As the wire was removed the distal portion remained in the pt's anatomy until separation occurred. This complaint is most likely the result of either user error, pt anatomy or procedure related. Without a single most likely cause the root cause will be listed as unk. We will continued to monitor for similar complaints. Per quality engineering risk assessment, risk mitigation is not required at this time.

Event description:
Facility tried to place a 6 french dual lumen PICC. On the right side the catheter would not progress so tried the left side. Access was difficult to achieve but the wire appeared to stick. Upon attempting to remove it, and although it did come back with firm traction, on x-ray the tip had broken off and retained by the pt. The professor advised that no action should be taken. It is visible on x-ray but he is not certain of where it is. Update from customer complaint form received (B)(4) 2012: the customer tried to place a 6fr lumen PICC, on the right side - the catheter would not progress. So cst tried left side. Access difficult. Wire appeared to stick on removal. It did come back with firm traction under x ray although elongated and the tip broke off (approx. 2cm) and is retained by pt. It is visible on x-ray, the professor is not sure where it is; probably subcutaneous.